Event description:
New information received indicates that the suggested programming changes were made. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction MDR required to correct in MDR 2938836-2016-07189 follow-up number 2. Should have "correction" checked off in that MDR.

Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Oversensing on the discrimination channel was also noted.the patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
Date received by manufacturer in 2938836-2016-07189 follow-up MDR number 1. Date received by manufacturer should be (B)(6) 2016.